Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have been disabled due to myopotential oversensing. This device was noted to have stored two untreated episodes and delivered one inappropriate shock due to the observed oversensing. This device was then reprogrammed secondary vector to mitigate further oversensing. A new automatic setup was completed with the secondary vector chosen. The device was also reprogrammed to two times gain. This device remains in service. No adverse patient effects were reported.